Manufacturer narrative:
Investigation:six 3ml integra syringes with needles in fully sealed blister packs confirmed to be from batch #7177705 (p/n 305274) were received and evaluated. All the syringes were received with the stopper in the 0.2ml position. One syringe was removed from the package and disassembled. It was observed there was a small hub deformation but would not affect the retraction mechanism. Five syringes visually inspected though the package with no observable defects. The six samples were tested for retraction activation force. All samples were acceptable per product specification and the plunger rods were bottomed out. Although no defect was observed, the premature retraction described may be due to the density of the medication used and how the medication was being administered at the time. Root cause not defined since defects were not confirmed in the samples received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that an unspecified number of syringe integra 3ml w/ndl 21x1-1/2 rb tw experienced premature needle retraction. The following information was provided by the initial reporter: retractable syringe and needle malfunctioned and ¿could not be plunged fully leaving 0.1 ¿ 0.2ml of medication in the chamber¿. (B)(6) 2019 reported as medical device failure the incidents all involved staff using the 3ml bd integra syringe with retracting bd precisionglide needle to administer medication to patients.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe integra 3ml w/ndl 21x1-1/2 rb tw experienced premature needle retraction. The following information was provided by the initial reporter: retractable syringe and needle malfunctioned and ¿could not be plunged fully leaving 0.1 ¿ 0.2ml of medication in the chamber¿. 25/04/2019 reported as medical device failure. The incidents all involved staff using the 3ml bd integra syringe with retracting bd precisionglide needle to administer medication to patients.